Event description:
A report was rec'd from the descover cypher registry database indicating that this pt experienced the following adverse events: event date 2006: myocardial infarction and pci. Event date - the next day: revascularization of the target lesion (mid rca). Treated with cypher des. Event date - the following day: revascularization of the target lesion (distal right coronary artery). Treated with cypher des. Event date - three days later; hypotension.

Manufacturer narrative:
As reported in the database, the elective index procedure was completed in 2005; the primary indication for the procedure was unstable angina. The target lesion was at the distal right coronary artery. The lesion is previously treated (restenotic) and classified as native. The lesion was not occluded; bifurcation was not present; calcification was classified as little to none. The reference vessel diameter was 3.0 mm. The lesion length was 18 mm. The pre-procedure diameter stenosis was 85 %. The pre-procedural timi flow was grade ii. The lesion treatment included the use of: balloon, radiation therapy and other interventional device. Angiographic success was achieved for this pt. Post-procedure diameter stenosis was 10%. Post-procedure timi flow was grade iii. No procedural complications or device malfunctions were noted. The second target lesion was located at the mid right coronary artery. The lesion is previously treated (restenotic) and classified as native. The lesion was not occluded; bifurcation was not present; calcification was classified as little to none. The reference vessel diameter was 3.0 mm. The lesion length was 15 mm. The pre-procedure diameter stenosis was 95%. The pre-procedural timi flow was grade ii. The lesion treatment included the use of: balloon radiation therapy and other interventional device. Angiographic success was achieved for this pt. Post-procedure diameter stenosis was 10%. Post-procedure timi flow was grade iii. No procedural complications or device malfunctions were noted. The following medications were given within 24 hours before the procedure: aspirin, plavix. A loading dose of plavix (r) was not given pre-procedure. The following medications were given during the procedure: unfractionated heparin, thrombin inhibitors. The pt was discharged in 2005 with the following medications: aspirin, plavix. The success of the procedure was complete. Additional investigation of this pt's med history revealed the following info: 2001; distal rca was treated with a 3.0x18mm bx velocity stent mid rca was treated with a 3.0x12mm s7 stent proximal rca was treated with a 3.5x12mm be-stent, 2002; stenosis >50% of distal segment of mid rca; treatment of new lesion with a 3.0 x 8mm penta. 2002; restenosis event; distal rca, was treated with 2.75x13mm bx velocity stent and a 3.0 x 13mm bx velocity stent. 2002; restenosis event; mid segment of mid rca was treated with poba. Distal segment of distal rca was treated with poba. Mid segment of proximal rca was treated with poba and 3.5x13mm bx velocity. 2003; stenosis > 50% mid rca treated with poba and brachytherapy. 2004; angina; mid rca treated with 3.0x18mm cypher des. 2004; stenosis >50%; mid rca treated with cutting balloon. 2004; angina restenosis; mid rca treated with poba and 3.0x8mm cypher des and 3.0x18mm cypher des. 2005; distal rca treated with poba and brachytherapy; mid rca treated with poba and brachytherapy. This is one of six products being reported for the same event. Please reference manufacturing reports #: 1016427-2006-00090, 1016427-2006-00091, 3003742446-2006-00588, 3003742446-2006-00589, and 1016427-2006-00092. Any add'l info will be submitted within 30 days of receipt.